Event description:
The lay user/patient called lifescan (lfs) on march 6, 2008 and alleged that her one touch ultra 2 meter was set to the memory mode, was not displaying test results, and was also missing results in the memory. The medical affairs specialist spoke to the patient on march 26, 2008 and verified the following information. According to the patient, she first noticed the reported issue about one month before she called lfs. She mentioned, that the meter was not providing her test results and was only showing past results from the memory and therefore, she was unable to test her blood sugar for about a month before she called lfs. She mentioned of administering regular amount, 20 units of lantus insulin once daily during the issue. In 2008, at around 3:30 am, the patient was feeling clammy, sweaty, and confused. She could not speak and could not move her arms or legs. She called the paramedics. She was tested on the paramedic's meter and received a reading of 34 mg/dl. She was treated with IV glucose by the paramedics and felt better after about half an hour. She was eating as usual prior to developing symptoms that night. She had not tested her blood sugar that night prior to developing symptoms due to the reported issue. The customer service agent (csa) was able to resolve the issue during troubleshooting by resetting the meter. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of not being able to test her blood sugar due to the reported issue and later, felt shaky, sweaty and confused and was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product will be returned, lifescan will evaluate it, and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.